Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that error code 104, high anticoagulant flow, messages on a platelet procedure on the automated blood cell separator. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that error code 104, high anticoagulant flow, messages on a platelet procedure on the automated blood cell separator. No donor injury was reported. No operator injury was reported. The device component was evaluated by the center tech with haemonetics product support on (B)(4) 2011. The anticoagulant (ac) pump rotor was found to be worn and unable to properly occlude the pump tubing. The worn rotor has been replaced. The machine is now within performance specifications. As reported, the ac drip monitor had correctly identified that fluid was flowing in the ac line at a faster rate than expected and alerted the operator to respond. If a loss of cells were to occur as the result of a terminated procedure, the risk of anemia would be low as this is a temporary condition. The malfunction as noted would result in a decrease in pump efficiency. As a result, this could allow an incremental excess flow of ac into the system during draw and when pumps are stopped. As a result, a more than typical amount of ac could be administered to the donor. Excess anticoagulant delivered to the donor poses a potential serious injury. Symptoms of excess ac delivery range from no reaction to acute. No injury or reaction reported as a result of this malfunction.